Event description:
Reportedly, this device was explanted after approximately a 6 year, 6 month implant duration due to pulmonary stenosis and pulmonary regurgitation.

Manufacturer narrative:
Device not returned.